Event description:
A ventilator was returned to the manufacturer for routine service. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the manufacturer's service center, errors related to the sensor and power management boards were observed in the ventilator's downloaded error log. The device's sensor and power management boards were replaced to address the issues.